Manufacturer narrative:
After battery installation, no blank display or display anomaly noted. Device passed displacement, sleep current measurement, active current measurement, and self tests. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer was not getting a response from the pump when she replaces the battery. Customer said it was currently on blank display. Customer stated that display did not return after pump restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.